Event description:
Healthcare professional reported "dysphagia". The entire lap-band system was explanted.

Manufacturer narrative:
Allergan has received the product however the device has not been identified nor has the analysis has not been completed at this time. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Dysphagia is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.